Manufacturer narrative:
Qn#(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned for evaluation. The device history record review showed that there were no issues related to functional issues neither on the product nor its components during the manufacture of the material. Customer complaint cannot be confirmed, based on the lack of device sample. The physical sample is necessary in order to perform a proper investigation. If the device sample becomes available this complaint will be re-opened. An attempt to duplicate the failure mode was made, but at the time there is no inventory of the involved product code (403128; adaptor, 028 neb,intl) available at the facility. However regarding other customer complaints from this same issue, a CAPA file #(B)(4) was opened to perform a further investigation this issue.

Event description:
The customer alleges that the adaptor does not fit the flowmeter properly and the tubing seems softer and kinks. No patient injury reported.